Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when performing a gastro-jejunal anastomosis, the anvil detached from the tubing at the level of the lower esophagus. The anvil has been recovered thanks to the security coil of the device. The problem occurred 4 times during the same procedure.